Event description:
Patient has mediport with the microclave connector. When rn went to use it, the spiral white part which is normally inside the tip/shaft of the connector was sticking out of the connector. Connector was replaced. The following evening, the spiral portion again found pulled out. Parent reported seeing the child sticking her fingers in it. Item replaced and parafilm placed over it in attempt to keep child from getting to it. It is believed child is able to get her small fingers in the tip and tug on the white spiral piece pulling it out. The manufacturer communicated that they plan to change the design of the device.